Event description:
Patient had routine bronchoscopy using erbecryo2 1.1mm cryoprobe for lung biopsy. During procedure, there was a device malfunction and the cryoprobe which uses pressurized gas had a catastrophic rupture with a very loud bang as if there was a gunshot in the room. This occured in close proximity to the doctor's head performing the procedure and caused transient hearing loss, tinnitus, and pain. There were no atypical aspects of the procedure leading up to this event. There were no warnings on the erbecryo2 console or sign of any defect on the cryoprobe or the pressurized gas tanks prior to use. The procedure was routine up until this event. The patient was not harmed. Since this event, I have come to learn of several identical device failures of the erbecryo2 1.1mm cryoprobe occuring within the last two months in the united states. This has happened to dr (B)(6), pulmonologist at (B)(6) hospital in (B)(6) who has ongoing hearing loss since his event. I have heard indirectly that the exact same event has happened at (B)(6) university in (B)(6), at (B)(6) in (B)(6) and also in (B)(6). This seems to be a pattern of recurrent device malfunctions and I am concerned there is a manufacturer defect leading to this problem.